Event description:
On (B)(6) 2010, a heavy set (B)(6) woman (B)(6) underwent primary lumbar fusion from l2-s1. While tightening screws, 2 sequoia modular screwdrivers broke. The first driver broke at the tip and a piece fell into the wound and was immediately retrieved. On the next screw, the second driver cracked, however, did not loose any metal. The sales representative had another kit with him and had more sequoia drivers available. The surgeon was able to finish the case as indicated and there was only minimal surgical delay. The cracked sequoia driver has the potential to break and cause surgical intervention which it has in the past.

Manufacturer narrative:
Product is an instrument and not implantable. Eval is pending upon completed investigation of the product.